Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing. The lead was reprogrammed. The lead remains in use. The clinician expressed they were unhappy with the amount of time the remote monitoring network took to process the patient transmission. It was noted there was an unplanned system outage. The network remains in use. No patient complications have been reported as a result of this event.